Event description:
Surgeon was performing a hysteroscopic myomectomy, the cautery was at 100 cut 85 coag. The cautery cable appeared to be free from cut/damage pre operatively. In the middle of the procedure, the cautery cable blew up, shocked and burned the surgeon's hand. Opened another like instrument and used the same model cable to finish the case, without harm to the patient.

Manufacturer narrative:
Visual examination of the rac-b instrument finds that the cord is completely severed just proximal to the electrode connector body and also about 12 inches from the connector body. The separated wires adjacent to the strain relief exhibit signs of charring and melting at their tips. The second separation point (12 inches from the connector) did not show signs of charring, but instead appear to have been pulled apart to the point of breakage. The wire bundle inside each end of the cord appears to be otherwise intact. The balance of the insulated wire cord is in good physical condition with no signs of abuse or excessive wear. The most likely causes of the cord failure is fatigue of the material due to repeated uses, a cut in the cord insulation or other user damage to the cord in the failure region. These types of damage can lead to broken wires or an electrical short condition that occurs during activation. This short condition would then produce activation. This short condition would then produce arcing and burning of the wires and insulation, resulting in the ultimate failure of the cord, any evidence of external damage to the wire insulation would have been lost due to the melting and charring of the cord. The damage to the cord at the 12 inch location proximal of the connector is due most likely to manual stretching of the cord assembly.